Event description:
It was reported, that the patient came to the clinic for a follow-up check. Upon interrogation of the device, the device was found to be in back-up vvi mode. A device restoration was performed successfully. And was reprogrammed to previously programmed settings.